Event description:
Customer reported that automatic quality control (aqc) was not run on the instrument between (B)(6) 2013. Customer indicated that patient samples were run during this time frame. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. The operator should not have run patient samples when automatic quality control (aqc) was off.